Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified de novo lesion in the proximal left anterior descending artery. Following pre-dilatation with a 1.5 x 8 mm mini trek balloon dilatation catheter (bdc), a 2.5 x 28 mm xience xpedition stent was deployed at 10 atmospheres (atms). Post-dilatation was performed with a 2.5 x 12 mm nc trek bdc at 18 atms. A dissection was noted on the distal edge of the stent after post-dilatation. A 2.5 x 15 mm xience xpedition stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).